Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding infection occurrence was not provided. The recipient's infection is not believed to be device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site. The recipient underwent needle aspiration on (B)(6) 2020. The recipient was instructed to take clindamycin and polysporin on (B)(6) 2021. The infection had cleared by (B)(6) 2021.